Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to remove the pull ring from the patient line connector and immediately connect to the transfer set. The guide also instructs the user to use aseptic technique to reduce the chance of infection any time you handle fluid lines. It warns that contaminating any part of the fluid path may result in peritonitis, serious patient injury, or death. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for unrelated alarms during initial drain on a homechoice (hc) device, it was found that the cap was not on the patient line prior to the home patient (hp) connecting. The hp was not sure if it was removed or not. The technical service representative (tsr) assisted the hp in ending therapy. The hp was to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.